Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported material was missing from the device tips, posing the risk of a small component being lost in a surgical site. There was no patient involvement, no medical intervention, no surgical delay and no adverse consequences reported with this event.

Event description:
The user facility reported material was missing from the device tips, posing the risk of a small component being lost in a surgical site. There was no patient involvement, no medical intervention, no surgical delay and no adverse consequences reported with this event.